Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.

Event description:
The publication by garcía menor et al. (2025) describes a case of hero graft thrombosis resulting in decreased dialysis flow and requiring angioplasty and pharmacomechanical thrombectomy. The event occurred during clinical use of the device and resolved following intervention, with continued graft patency reported on follow-up.